Event description:
A peritoneal dialysis patient reported experiencing a skin reaction when using the silk and surgical tape provided. The (B)(6) technician assisted by advising the patient to contact the clinic to discuss alternative tape options that may be better tolerated and not supplied by (B)(6), the patient involvement is unknown however there was no harm or adverse event reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".